Manufacturer narrative:
Report confirmed. Eval determined that the footed portion was cut and detached. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. This device has been in use for 34 months without any record of factory service.

Event description:
Device returned for repair with a report that the attachment's foot was bent. No pt impact reported. Repair request escalated to complaint on eval due to the foot portion being detached and missing. No additional info was available on follow-up.